Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated section b5: describe event or problem: additional information provided on 03dec2024: the same situation happened to another patient as below: patient 2: two different specimens drawn from same patient. Specimen 1=< 0.006 ng/ml. /specimen 2=0.092 ng/ml /both specimens repeated on two instruments= <0.006 ng/ml.

Event description:
The customer observed falsely elevated architect troponin result between two green tube specimens drawn at same time from one patient. The result provided were: sid (B)(6) initial from specimen 1=0.013 ng/ml /from specimen 2=0.044 ng/ml (reference range for troponin=0.0 to 0.026 ng/ml). Re-centrifuged both specimens, separated plasma and repeated: specimen 1=0.008 ng/ml /from specimen 2=0.010 ng/ml. Additional information provided: on 03dec2024 patient 2: two different specimens drawn from same patient. Specimen 1=< 0.006 ng/ml /specimen 2=0.092 ng/ml /both specimens repeated on two instruments= <0.006 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and field data review for architect stat troponin-I reagent lot 18590un24. The lot search review did not identify an increase in complaint activity for the issue for the likely cause lots 18590un24. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review on lots 18590un24 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Historical performance of the architect stat troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lots 18590un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 18590un24. The historical performance of the reagent lot using abbott link will be used in place of retained file sample analysis. A manufacturing documentation for the likely cause lots did not identify any issues associated with the complaint issue. A labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 18590un24 was identified.

Event description:
The customer observed falsely elevated architect troponin result between two green tube specimens drawn at same time from one patient. The result provided were: sid (B)(6), initial from specimen 1=0.013 ng/ml /from specimen 2=0.044 ng/ml (reference range for troponin=0.0 to 0.026 ng/ml). Re-centrifuged both specimens, separated plasma and repeated: specimen 1=0.008 ng/ml /from specimen 2=0.010 ng/ml. Additional information provided: on 03dec2024 patient 2: two different specimens drawn from same patient. Specimen 1=< 0.006 ng/ml /specimen 2=0.092 ng/ml /both specimens repeated on two instruments= <0.006 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result between two green tube specimens drawn at same time from one patient. The result provided were: sid (B)(6) initial from specimen 1=0.013 ng/ml /from specimen 2=0.044 ng/ml (reference range for troponin=0.0 to 0.026 ng/ml). Re-centrifuged both specimens, separated plasma and repeated: specimen 1=0.008 ng/ml /from specimen 2=0.010 ng/ml there was no reported impact to patient management.